Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a possible infection from a recent implant procedure. The patient also experienced pain and swelling at the ipg and lead site. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that it was unknown if the infection was device related. The patient was doing well postoperatively.

Event description:
A report was received that the patient had a possible infection from a recent implant procedure. The patient also experienced pain and swelling at the ipg and lead site. The patient was placed on antibiotics.